Manufacturer narrative:
Customer (person): (B)(6). Occupation: unknown. PMA/510(k) #: k160542. Investigation ¿ evaluation: (B)(6) hospital informed cook on 03aug2020 of an incident involving a arndt endobronchial blocker set (rpn: c-aebs-9.0-78-sph-as) from lot # 9958606. The balloon leaked while inserting into the patient. Another device was used to complete the procedure, with no adverse effects to the patient noted. A review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), quality control and trends of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) showed that the risks of this device are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot 9958606 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no additional complaints associated with this lot number. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿warnings: the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture of deflation.¿ ¿precautions: caution is recommended when working near the hilum. The balloon position should be verified to prevent inadvertent balloon damage. Inflate balloon initially under direct vision to ensure correct position and placement. Following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated.¿ from the information provided upon review of the dmr, DHR, dhf, and IFU, cook could not conclude that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that a component failure without manufacturing or design deficiency contributed to the failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that the balloon of an arndt endobronchial blocker set was found to leaking during a cagg's left upper lobectomy procedure. No leak was observed prior to insertion. The balloon leaked only when pressure was applied. Another arndt endobronchial blocker set was used to complete the procedure. No harm to the patient has been reported.